Manufacturer narrative:
The lot was manufactured from october 05, 2021 ¿ october 06, 2021. The device was received for evaluation containing drug fluid in the bladder. Visual inspection was performed using the naked eye which observed drug precipitate in the fluid of the bladder and the absence of fluid flow coming out at the distal end of the flow restrictor. Additional force prime was performed; however flow was not observed. The reported condition was verified. The cause of the flow problem was due to drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The product labeling (IFU, instructions for use) indicates it is the responsibility of the user to assure the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor would not deliver medicine. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D9: correction: previous date submitted 06/09/2002, change to 06/092022. Should additional relevant information become available, a supplemental report will be submitted.